Manufacturer narrative:
Tracking #.58080/j. Date sent: 11/10/1998. D5; h4: info not available, device not returned for analysis.

Event description:
"During laparoscopic cholecystectomy, the endopath disposable surgical trocar (12mm) fractured in half. Both the distal end proximal parts were removed. Upon examination, a small bit of plastic (the size of the end of a pencil) was apparently still in the abdomen. The fragment was not located. Male pt weight 265 lbs. 6/2/98 the representative report a small piece, approx 5mm, was left in the pt. The device will be returned, once the hospital releases it.